Event description:
It was reported that the patient experienced a syncopal episode due to high capture threshold leading to capture loss by their atrial leadless pacemaker (lp). The lp was explanted and replaced with a transvenous pacing system. The patient was stable.

Manufacturer narrative:
The reported event of a failure to capture could not be confirmed. Final analysis found no anomaly contributing to reported event of a capture problem. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.